Event description:
It was reported that the patient had bacterial meningitis in (B)(6) 2011 and was implanted bilaterally in (B)(6) 2012. A second bout of meningitis occurred in (B)(6) 2012. During an implant check on (B)(6) 2013, 3 electrode channels on the right side were turned off due to hi impedance. It was reported that the patient had rapid ossification after the first meningitis episode. Further info received on (B)(6) 2013, the patient was seen at the clinic on (B)(6), and during in-situ testing it was found that only two electrode channels are functional on the right hand side, with all other channels in hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.